Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 238mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.